Event description:
Leica microsystems received a complaint regarding the presence of grit in the reagent bottles containing formalin, and a service call was requested. The leica field service engineer (fse) who attended the lab on (B)(6) 2012 was advised of the possibility of compromised tissue. Investigation of this complaint by leica microsystems is in progress.